Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test without a prior low battery warning. The patient's blood glucose at the time of incident was 268 mg/dl. The customer removed the battery cap and the battery cap appeared melted. A rubber piece separated from the top of the battery compartment and the inside of the compartment was corroded. The battery was white. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed failed battery test after battery installation due to corroded battery tube; however, cleaned the battery tube out and continued testing. Unable to verify battery cap damage due to the original battery cap was not returned. A test battery cap fits and removes properly in the battery compartment and no scratching sound heard during battery cap installation or removal. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The electronics were inspected and no obvious signs of burnt components, heat damage or melting plastic noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.